Event description:
It was reported that a patient's right ventricular lead exhibited varying threshold rates. The physician confirmed the lead was dislodged with an x-ray. On (B)(6) 2022, the patient had surgery to reposition their lead. They were stable after the procedure and there were no issues with the lead.